Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2014, the distributer contacted animas stating the keypad buttons were unresponsive. The keypad cover reportedly was damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling. However, the keypad buttons were found to be responsive to the button presses. There was no evidence of contamination on the key contacts. Unrelated to the complaint, the pump¿s display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.